Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer had failed and not detected on bus and the customer had performed a reboot, but still the issue persists. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 04-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.2 was failed. A field service engineer removed all cubies, shut down the station, cleared the debris, and secured all connections and tested functionality. The system functioned as intended after the field service engineer repaired the device.